Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump battery was depleting quickly, and that a power source alert occurred after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source and continued to use the pump for insulin therapy. Customer's blood glucose was 173 mg/dl.